Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number (B)(4).

Event description:
On (B)(6) 2013, a user facility medwatch report (B)(4) was received stating, "while loading the device, it was noticed that the proximal seal end of the device was frayed. The device was not used on the pt." The medwatch report indicated that the original intended procedure was a coronary artery bypass on pump beating heart and that the device is not available for eval.